Event description:
It was reported via a user facility medwatch that during a fistulogram and angioplasty of the cephalic vein, the distal portion of the balloon was sheared off of the catheter. The balloon was incorrectly identified as a blue max balloon on the user facility medwatch sent by the facility to the FDA. Per the user facility medwatch: "pt undergoing fistulogram and angioplasty of a pseudoaneurysm. According to the operative note, the fistula was accessed and directed centrally using a 21 gauge needle and ultrasound guidance. Using standard technique, a 7 french sheath was placed. A venogram was performed. The venogram demonstrated pseudoaneurysms arising from the outflow cephalic vein and two stenoses of the cephalic vein centrally. Using a catheter and a bentson-type guidwire, central access was obtained. Angioplasty of the two areas of stenosis within the central cephalic vein was performed using a 7 mm x 4 cm balloon. The most central lesion was resistant to venoplasty and a waist persisted. The balloon was deflated prior to resolution of the stenoses and was then removed over the guidewire. Unfortunately, as the balloon was removed through the sheath, the distal portion of the balloon was sheared off and remained on the guidewire within the vein. A catheter was advanced centrally and a fragment was identified in the central portion of the cephalic vein. Follow-up venograms demonstrated the foreign body balloon fragment, but no additional thrombus or foreign body was identified. A right common femoral vein sheath was placed and through this a 15 millimeter snare was used to grasp the central portion of the guidewire then placed via the fistula. The guidewire and the balloon fragment were brought down to the right femoral sheath and removed." Current pt status is unk. Additional info has been requested regarding this event.